Event description:
It was reported that a patient underwent a gynecological procedure in 2008. During the procedure, the lights on the motor drive unit were flashing, and when the unit was used it required "slow shavings". The device was replaced with a second motor drive unit and the procedure was successfully completed with no adverse patient consequences.

Manufacturer narrative:
The actual device involved in this event was returned for evaluation. The customer's report that the lights on the motor drive unit were flashing when the unit was used was not verified. Using a test hand piece, the evaluation verified tha the unit performs according to procedure. At no time did the disposable stop driving or the lights start flashing. Also, the power supply output was checked and a stall test was performed. An internal investigation found no problems. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.